Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that there was debris in the inner sterile package. No patient or hospital involvement. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the cavity confirms there is debris within the sealed cavity. The sterile barrier was still intact. The ftir spectrum analysis of the debris concluded that it is a biological material and suggests a hair. Device history record was reviewed and no discrepancies were found. Root cause was determined to be manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.